Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-58 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial lead had gone to unipolar pacing configuration and was causing muscle stimulation at the pocket. The lead was capped and replaced. No patient complications have been reported as a result of this event.